Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized due to high blood glucose levels. The customer was taking prednisone, and knew that the medicine would make her blood glucose levels rise, but the insulin pump was not lowering her blood glucose levels. The customer and dr both requested a replacement insulin pump. Nothing further was reported.